Event description:
It was reported that after successful suture deployment difficulty was experienced re-inserting the straight 0.035 guide wire through the proglide guide wire exit port. After a carotid angiogram procedure the physician deployed the proglide sutures uneventfully; however he wanted to maintain wire access and attempted to re-insert the straight 0.035 guide wire through the guide wire port, before knot advancement. The guide wire would not advance and the physician also attempted to use a different wire, a j tip 0.035 guide wire; however, unsuccessfully. The physician removed the proglide from the patient groin and closed the arteriotomy (right common femoral artery) with the proglide sutures. Hemostasis was achieved with the proglide sutures. There was no adverse patient sequela. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: terumo j 0.035, terumo straight 0.035, sheath: 6 fr. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty inserting a guide wire into the guide wire exit port of the device was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on an expanded investigation, there is a possible product issue related to the difficult to insert guide wire through the guide wire exit port. Further assessment of this issue was conducted per site operating procedures. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.